Manufacturer narrative:
Result: calf support.

Event description:
It was reported by service report that the power cord is missing its ground prong, the calf support will not lock into position, and the base cover is broken with sharp edges. No pt involvement or adverse consequences are reported.